Manufacturer narrative:
Product not returned for evaluation.

Event description:
The patient had a duraflor halo treatment. Later that day the child experienced fever, pain at stomach, pain at arms, and hallucination. Parent administered tylenol. This was the first time that the patient in question used this product. The patient is allergic to pineapple, dairy, and she is coeliac.